Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 preparation and inspection states detection method. Reprocessing manual chapter 5 reprocessing the endoscope states counter measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the foreign object stuck in the suction cylinder, the evaluation findings are as follows: unable to brush the brush passage due to the foreign object in the suction cylinder, there was leaking at the gold pins, switch #1 was cut, there was play in the "up/down" and "right/left" knob, the plastic distal end cover had a deep dent, the bending section cover had a crack, the insertion tube had a deep dent near the 90 cm mark, and the suction flow could not be checked due to the foreign object in the suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the switches were sticky and stiff when pressed and the scope buttons were stuck inside the scope. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object was stuck in the suction cylinder.